Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-11623. It was reported the patient's scs system was explanted due the patient no longer receiving pain relief and not liking the stimulation. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.